Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 386763. Customer data review customer result log files were reviewed. The run which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency could not be identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 386763 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 386763 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 386763. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 386763 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in colombia using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported 1 false not detected result on the alinity m hr hpv amp kit. The customer called asking the tas (technical application specialist) to review their latest hr hpv results. The customer reported that pcr (polymerase chain reaction) curves appeared weird, mainly for other hr hpv a and other hr hpv b genotypes; also, there were some pcr curves showing amplification but were designated as not detected by the instrument. Sid (B)(6) was processed 3 times: 1) 11/28, result was hr hpv detected - hr hpv other a; 2) 11/29, result was not detected; 3) 11/30, result was not detected. For this case, other hr hpv a amplification is near the cutoff of the assay. There has been no report of impact to patient management.